Event description:
It was reported that the customer¿s insulin pump alarmed an error. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support drive.